Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there were foreign objects on the auxiliary jet channel and channel tube. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects on the auxiliary jet channel (j-tube) and channel tube (ch-tube). There was no patient involvement.